Event description:
A service order was created in the source system to house the implementation of (B)(4) as the device met the criteria noted within the fco.

Manufacturer narrative:
Per (B)(4), if the customer should identify a therapy switch issue, philips will replace their therapy selector switch.